Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was failing as it had noise, high impedance, and elevated capture thresholds. A fracture was suspected. Reprogramming was performed and the patient was wearing a life vest. Another report indicated that the patient had an infection. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.